Manufacturer narrative:
The reported issue was confirmed. The actual dialyzer was returned to the manufacturer for evaluation without the prepackaging pouch. The sample was returned with corporate provided adapter caps and blood port caps. The fibers were wet with no visible indication of blood contamination. Gross visual examination of the dialyzer did not identify any kinked, broken, looped or damaged fibers on the fiber bundle, nor did it determine any damage, defects, or irregularities affecting the physical integrity or performance of the dialyzer. The dialyzer was subject to a laboratory bubble point test (internal leak test) where a steady flow of bubbles was noted from both potting cut surfaces. The fiber bundle was removed from the dialyzer housing for examination. The fiber bundle was submerged in lukewarm water with low air pressure (between 2 to 4 psi) flowing through the fiber bundle from the cavity ID blood port. The submerged fiber bundle observed a steady flow of bubbles originating from a short fiber on the circumference of the fiber bundle at approximately 90 degrees (with the dialysate ports at 0 degrees). It is unknown whether the short fiber may have been the result of a broken fiber as the other end of the fiber was not able to be isolated. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility reported during treatment an internal blood leak occurred. Test strips were used to confirm the blood leak and the machine alarmed appropriately. Estimated blood loss was 200 cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is available for MFR eval and has been requested.